Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they had replace battery now alarm and also had pump error alarm during self test. The customer's blood glucose was unknown. The product was returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement and active current measurement. No unexpected battery power loss noted during testing. Hardware low level failures alarmed during self test and confirmed in pump history with variable (003) due broken trace at pin 1 (vdd) on keypad assembly.